Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of received one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the sample noted one needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. No enhancements or improvements were generated for the reported condition. Based on the evidence available the reported condition was confirmed. Unfortunately, since no sealed samples were received, a needle attachment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a roux-en-y procedure. The needle popped off during the case. It fell into the cavity of the patient was retrieved with laparoscopic graspers. Another reload was used to correct the condition. No patient injury occurred.